Event description:
Related to MFR report # 2183959-2011-00604. The patient was implanted with an ams perigee graft on (B)(6) 2006. It was reported that the patient "has suffered/will continue to suffer pain, suffering, disability, impairment...as a result of the implantation."

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.